Event description:
We received an allegation that the patient received an inr result from the coaguchek xs pst care kit meter using an expired test strip from 2025. The meter result was 1.1 inr. The patient's therapeutic range is 2.0 inr - 3.0 inr.

Manufacturer narrative:
The coaguchek xs pst care kit meter serial number is (B)(6). The test strips are not available for investigation. The meter was requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection. Section e3 - occupation: patient/consumer.